Manufacturer narrative:
Philips service bypassed the ups and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that intermittent power loss occurred due to incoming power failure on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.